Event description:
An ophthalmic surgeon reported that air came out from the unidirectional valve of the air line and air came into the pt's eye during a procedure. There was no harm to the pt. Add'l info has been requested but has not been received to date.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).